Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. A polypectomy was performed on a pt. The settings were endocut, effect 3 at 200 watts. The physician thought that the unit was "burning too hot". Later the pt experienced post procedural bleeding; therefore, she was admitted to the hospital for observation. No further issues involving the pt were reported.

Manufacturer narrative:
The esu and its footswitch as well as bicap adapter were returned and thoroughly inspected/tested. The evaluation included an electrical safety check, a function check of each of the equipment's features, and a power output check of the esu. The generator was/is within specifications and all features were/are functioning properly. The footswitch and bicap adapter were also checked and found to be working as intended. In addition, no anomalies were found in the device history records (dhrs). In conclusion, no equipment problem was found that would have caused or contributed to the event. The reported settings were typical for the clinical application. Post procedural bleeding is a common complication of polypectomy procedures. Most likely there were many factors involved with the situation (for example, the pt's condition, etc). However, no conclusive determination could be made as to the cause of th event. The customer is being notified of our findings. To further address the issue, add'l in-service work was performed at their facility on 3/28/08. No trends have been identified with this incident. Erbe USA, inc is now closing the file on this event.